Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jinro pigtail device was used during a procedure performed on an unknown date. According to the complainant, a jinro pigtail device was placed in the patient several weeks ago. On (B)(6) 2018 it was noted that the device fell out. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jinro pigtail device was used during a procedure performed on an unknown date. According to the complainant, a jinro pigtail device was placed in the patient several weeks ago. On (B)(6) 2018 it was noted that the device fell out. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
D4, h4: the complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. H6: problem code 1069 captures the reportable event of catheter break. H10: a visual examination of the returned complaint device confirmed that the catheter was broken. The flare of the device was also noted to be formed which is an evidence that the manufacturing process was properly performed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.